Manufacturer narrative:
Other, other text: additional information: b5 and h6 ( patient code).

Event description:
Additional information received indicated that no safety incidents occurred.

Event description:
Investigation completed on a smiths medical smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 and summarized in h 10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps 2120 complaint of alarm and error code 41622. Event log revealed alarms. When testing was done, this was duplicated. This was isolated to locked motor problem stemming from debris in the gears, a bad optical switch, or a seized motor. Inside this pump it was seen that there is some debris in the gears that prevented the motor from turning. Action was taken to remove debris in gears. The pump was then tested for pm and ready for service.

Event description:
Oracle ro 1075786: alarming not infusing.